Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding glass on lcd board. The insulin pump had minor scratches on lcd window and cracked belt clip slot.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was 16.9 mmol/l. The customer stated that they had fallen but the insulin pump was not broken. The customer stated that there is a blue line on the display that makes it difficult for the customer to read the screen of the insulin pump. The customer sent the product back for analysis.